Manufacturer narrative:
The product was returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 300 mg/dl less than 24 hours after the pod was activated. The only bg and insulin history provided is as follows. Time: 11:07 pm; bg (mg/dl): 169; time: 11:08 pm; bolus (u): 2.85. The pod was removed and she noticed that the cannula looked bent.